Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the male patient of unknown age who had been admitted in with post cardiotomy cardiogenic shock, and coronary artery bypass graft surgery, presenting in scai stage d shock. The other underlying medical history was not shared. Seven days after pump implant there were runs of ectopy/ventricular tachycardia which the team treated by medical therapy. Amiodarone was given and electrolytes reported. The ectopy subsided. There was no allegation reported to the impella field representative that there was any blame against the pump use for the cause of the ectopy. The pump remains on for support, currently on day 10. The reported arrhythmia is most consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability.

Manufacturer narrative:
Additional information was received and confirms the patient's outcome after impella support. The patient was successfully weaned from impella support, and the pump was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated). It was also noted the device is unavailable for return.